Event description:
During a phacoemulsification procedure, this unit exhibited weak phaco power and another unit was used to complete the procedure. There was no pt injury; however, the remaining scheduled cases were cancelled.